Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a pump alarm 'iab disconnected' generated. All connections were tight. Rebooting allowed the pump to run again. There was no reported malfunction of the iab. There was no injury to the patient.

Manufacturer narrative:
Correction: 'returned to manufacturer on' date was removed. Correction: 'additional manufacturer narrative' from: the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. To: it was initially reported that the product was returned however only an empty box was returned. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a pump alarm 'iab disconnected' generated. All connections were tight. Rebooting allowed the pump to run again. There was no reported malfunction of the iab. There was no injury to the patient.